Manufacturer narrative:
Continuation of d10:  product ID: l-evolutfx-2329 (lot: 0012280001), compression loading system (cls). Product ID: d-evolutfx-2329 (lot: 0012288347), delivery catheter system (dcs).  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with tortuous, heavily calcified femoral anatomy, a 14 fr non-medtronic gore sheath used. A hematoma was noted after the sheath was inserted. Pressure was applied and an angiogram was performed. No extravasating visible but hematoma reported to be growing. The sheath was upgraded to a larger, 18f sheath to tamponade the entrance point. This appeared to work and the bleeding stopped. Hemoglobin had dropped so two units blood were transfused. It was reported that all the above was prior to any medtronic equipment being opened, and the vascular complication was not caused by a  medtronic product. The patient's aortic anatomy was extremely tortuous due to spinal deformities and the aortic angle was steep. Cusp overlap projection on computed tomography (CT) imaging had caudal projection of 54°. Near cusp overlap was also above 45° caudal and therefore, there was no feasible implant view to isolate the non-coronary cusp (ncc). The team elected to implant in 3 cusp view and check a second s-curve view by overlapping the ncc and right coronary cusp (rcc), isolating the left coronary cusp (lcc). A pre implant dilation with a 20mm balloon performed without complication. The implant depth in the lcc at 80% deployed was approx 3-4mm deep. The depth on ncc was difficult to judge, thought the valve was below the annulus in a 3 cusp view and valve frame was visible beneath all three cusps. An attempt was made to judge depth on the ncc by moving to a steep right anterior oblique (rao):caudal view which was not predetermined on CT. The valve depth did look high on the ncc, but not supra-annular and the implanters appreciated that depth perception is not always accurate when not in a true s-curve view, but this was the best possible view given the complexity of the anatomy. The valve was deployed to 100%. Electrocardiogram (ECG) did not change and pressures were good. The delivery catheter system (dcs) was recaptured without issue with no nose cone interaction. The safari small wire was left in situ in the left ventricle and invasive pressure measurement was performed after dcs removal. Trace showed minimal gradient and "doogndiastolic" pressure, which was not suggestive of aortic regurgitation. Aortic angiography showed trivial paravalvular leak (pvl) down the lcc side. Aortic angiography was performed using a marker pigtail catheter with second pigtail catheter left in the lv. Approximately 3-5 minutes had passed since valve deployment. The pig tail catheter was removed from lv. The following fluoroscopic image had indicated that the valve embolized to the aortic arch. The implanter explained that he suspected the pigtail catheter caught on the valve during removal, however the event was not reported under live fluoroscopy. It was confirmed that the valve was in a stable position prior to removing the pigtail catheter. A snare was opened quickly and valve was shared in position before the head and neck vessels. The patient was stable. The implanters chose to implant a second transcatheter aortic valve (sapien ultra) and had successfully crossed the embolized evolut valve. The non-medtronic valve was functioning well. Due to the step down from 18ft non-medtronic gore sheath to the 16fr edwards e-sheath, the vascular access became unstable again and patient lost more blood. Two further units of blood were transfused and 3x non-medtronic proglides closure devices failed to secure hemostasis. The vascular surgeon called for opinion and discussed covered stents vs surgical repair. After attempting to wire the femoral vessel from a radial approach for considerable time, the decision was made to stop and transfer to operating room. The embolized evolut valve was still partially mobile in the ascending aorta at the top of the aortic arch. It was reported that the patient remained stable throughout the procedure and confirmed that the femoral issue was resolved. A large hematoma remained, however there was no longer any active bleeding at the access site.  No additional adverse patient effects were reported.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.